Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient (pt). Who was implanted, with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that they wanted to check their device to see if they are full-body scan eligible. Attempted to walk the pt through activating MRI mode on the call to confirm, MRI eligibility. And pt reported, getting device not responding and was unable to connect with their ins. Pt continued, to get device not responding, despite repositioning communicator on pt's ins. Pt confirmed, could feel implant. And was placing communicator directly on implant. Pt tried sitting and standing to connect, but continued to get device not responding message. Agent asked, pt if they feel their implant is still active and pt stated, they "don't know". Offered to continue troubleshooting device not responding issue. And reviewed, for pt to follow up with healthcare provider if unable to resolve. Pt stated, they have moved and do not have a current managing healthcare provider. Emailed pt physician listing. Pt will follow up with healthcare provider to check ins battery status/discuss MRI eligibility. If pt continues to be unable to connect with their ins. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. It was reported, that the cause of the device not responding/unable to connect to the ins was unknown. The most likely cause, was a fall on their butt, which the patient had on ice in their garage. The patient stated, they didn't realize the device was not working, until they needed to a heart MRI 09/23. The patient is scheduled for surgery on 01/19/24, to have their implant repaired after being cleared by their cardiologist. Issue has not yet been resolved.